Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, withdrawal difficulties and a shaft break occurred. The 99% stenosed target lesion was located in the moderately torturous and severely calcified peroneal artery. A non-bsc guide wire was inserted through a 6fr non-bsc introducer sheath and advanced across the target lesion. A 2.5x20mm non-bsc balloon was successfully used for pre-dilation. The 2.50mmx1.5cmx140cm spcb flextome monorail cutting balloon, used for post-dilation, was advanced but did not cross the lesion. During withdrawal, a blade of the cutting balloon became stuck with the distal portion of the introducer sheath. The physician attempted to remove the balloon from the introducer sheath by pulling on the device, however the shaft of the balloon catheter eventually fractured. The proximal portion of the broken catheter was visible in the hemostasis valve of the sheath and the physician was able to successfully remove the device from the patient. The procedure was not completed due to this event. There were no patient complications and the patient's status is listed as good.

Manufacturer narrative:
(B)(6). Device codes 1069 and 1212 relate to component code 3038.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure withdrawal difficulties and a shaft break occurred. The 99% stenosed target lesion was located in the moderately torturous and severely calcified peroneal artery. A non-bsc guide wire was inserted through a 6fr non-bsc introducer sheath and advanced across the target lesion. A 2.5x20mm non-bsc balloon was successfully used for pre-dilation. The 2.50mmx1.5cmx140cm spcb flextome monorail cutting balloon, used for post-dilation, was advanced but did not cross the lesion. During withdrawal, a blade of the cutting balloon became stuck with the distal portion of the introducer sheath. The physician attempted to remove the balloon from the introducer sheath by pulling on the device however the shaft of the balloon catheter eventually fractured. The proximal portion of the broken catheter was visible in the hemostasis valve of the sheath and the physician was able to successfully remove the device from the patient. The procedure was not completed due to this event. There were no patient complications and the patient's status is listed as good.

Manufacturer narrative:
Device evaluation by manufacturer: the flextome cutting balloon was received for analysis. Visual inspection revealed that the device was in two sections as a result of a break in the shaft located 93cm from the catheter strain relief. Hypotube kinks were also observed. The damage was consistent with excessive force being applied to the delivery system. The balloon did not have any signs of inflation and there was no damage noted to the balloon or blades. All blades were present and fully bonded to the balloon surface. Microscopic inspections were also performed and there were no issued noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).